Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called three times, two times in (B)(6) and one in (B)(6) 2014. Customer stated that in (B)(6) one time she was treated at home and the other she was taken to the emergency room. Customer stated that in february she was treated at home and the paramedics left until her blood glucose was stable. Nothing further was reported.